Event description:
Boston scientific received information that this programmer (prm) was returned for analysis testing due to a reported screen failure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the prm was performed. Upon being powered up the prm backlight flickered. The external display functioned correctly. An internal component inverter was melted from overheating. This component was replaced with a known good inverter and passed all incoming functional tests.